Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process and pumping. The customer's blood glucose (bg) level was approximately 200 mg/dl. However, the exact value was not provided. The customer addressed bg level by changing the cartridge and delivering a bolus. It was confirmed that the customer had manual injections available.